Manufacturer narrative:
Pending evalution.

Event description:
Index surgery: (B)(6) 2017. Revision of knee components due to fracture of the femur. This event occurred outside of the u.s, in (B)(6), and was discovered as part of active surveillance.

Event description:
This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00367 and 1038671-2017-03368.

Manufacturer narrative:
It is noted that surgical revisions or intervention are a known complication of total joint prothesis, related to femur fracture. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of fractured femur and subsequent revision, cannot be conclusively determined; however, it is most likely related to the patient's underlying condition. This device is used for treatment not diagnosis.

Manufacturer narrative:
Engineering evaluation noted the revision reported was likely the result of fracture of the femur, which likely disrupted the fixation or stability of the femoral component. "Unintended bone fractures" is listed in the product labeling under device specific risks.

Event description:
Index surgery: (B)(6) 2017. Revision of knee components due to fracture of the femur. This event occurred outside of the us, in (B)(6) , and was discovered as part of active surveillance.